Event description:
The customer reported that intermittently the images produced were black. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.